Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was not able to be duplicated however error codes and the symptom of a white screen indicate a failure of the user interface pcba. The user interface pcba was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The root cause was determined to be a cracked and shorted capacitor c181 on the user interface pcba.

Event description:
The customer contacted stryker to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.